Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (service code 107/204) has been confirmed. Upon investigation, the monitor was unable to complete incoming testing. The failure was isolated to contamination on multiple components of the ca board including the j101 sd card slot which was causing the faults. The root cause for the contamination was ingress of an unknown contaminant. Lifevest patient instructions for use remind and warn patients not to expose the lifevest electronic components to liquids. No adverse event resulted from the damaged monitor.